Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic muscle stimulation caused by the left ventricular (lv) lead. The lv lead was turned off and later capped and not replaced. No further patient complications have been reported as a result of this event.